Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced wan alarm message about no placement signal, which was resolved through new console. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. The console (ic7550) was sent back for further investigation. The root cause of the issue was not determined because issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.